Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection post a neurostimulator device changeout that was implanted with a absorbable antibacterial envelope. The pathogen was identified as mycobacterium abscessus. No further patient complications have been reported as a result of this event.